Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mb2342, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The needle pull off the suture during the operation. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.